Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the front display of the epg (external pulse generator) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the display lens was cracked, as a result the display lens was replaced. It was also noted that the upper case was dented, the lower case and battery release were contaminated, the side bail covers, ring cover and battery drawer were broken, one side bail was missing, and the ring was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.